Event description:
A (B)(6) female patient called zoll customer support to report that her charger/modem was resetting. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. As received, the charger/modem was unable to charge a battery. The cause for the inability to charge a battery was a shorted u13 (8-bit comos flash micro-controller) component and a shorted u9 (single f-channel 30v, 0.014ohm mosfet) component on the bedside board. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted components. The patient was issued a replacement charger/modem.